Manufacturer narrative:
The device has been returned, however the investigation is still in progress. A review of the service history of the scope indicated the scope was purchased on (B)(6) 2018 with one repair in (B)(6) 2019 that involved a reported positive culture (coagulase-negative staphylococci). As part of our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the scope culture tested positive (microorganism not specified) after reprocessing. There was no patient injury reported.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility to observe staff cleaning of the tjf-q180v scope. The ess noted the facility utilizes non-olympus automated endoscope reprocessing (aer) machines, medivators advantage plus and evo-tech, for high level disinfection. They staff uses scope buddy to perform flushing. The ess observed that all reprocessing staff completed the reprocessing steps without deviations from instruction manual. In addition, the ess conducted an in-service that included pre-cleaning, leakage testing and manual cleaning information contained in the instruction manual. Provided copies of on track and cleaning posters with endoscopy manager/staff members. The endoscopy manager further reported the facility has a policy to culture the duodenoscopes monthly. The endoscope sample and culture were done under sterile conditions, - sampled per the FDA guidelines-swab, flush and brush of both the elevator mechanism and the instrument channel and addition of distal end broth to the sample containers. The samples were sent to microbiology lab and cultured by the FDA recommended instructions for the centrifuge method. The microorganism(s) were detected in the following: instrument channel - coag negative staph on 06, october 6, 2019 elevator mechanism - coag negative staph on 03 october 3, 2019. The device was not used on a patient with known infection of the same microorganism(s). The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The test results indicated the distal end of the scope tested positive for bacillus circulans and the instrument/suction channel tested positive for bacillus species. The reported coagulase-negative staphylococcus species was not identified. The scope was ethylene oxide (eto) sterilized and returned to the service center for a physical evaluation. A visual inspection was performed on the instrument and suction channels. The instrument channel was found to have brownish colored stains, as well as, black colored foreign material was discovered within. The brownish stains are located near the channel opening at the distal end side; and the small black spots are located near the middle section of the insertion tube. There was also a small kink in the channel located near the distal end opening of the channel. There were no damages or foreign material observed inside the suction channel. The scope passed the leak test. The scope was repaired and returned to the user facility. A review of the service history indicates the scope was purchased on september 19, 2018 and has received service via one repair on february 12, 2019 (for positive culture on device). Based on the investigation, the exact cause of the reported positive culture and stains inside the could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to update (conclusions).